Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturer for physical evaluation. Visual examination found no issues. The simulated treatment was performed and completed without any failures or problems. The weighed and programmed displayed fill values were within tolerance. Physical tests passed. Internal inspection found no issues. The cycler performed as designed and the complaint cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported an unrelated cycler operational support message had occurred during the previous night¿s treatment. Review of the patient¿s treatment records for the current treatment on (B)(6) 2017 revealed an episode of increased intraperitoneal volume (iipv), where the largest drain volume was 284% over the prescribed fill volume. The patient had a large drain of 5677 ml and the largest fill volume was 2000 ml. The reported large drain of 5677 ml was 284% over the expected drain volume which resulted in a reportable device malfunction. Additional information received from the patient¿s pd nurse confirmed that the patient had not experienced an adverse event or serious injury and required no medical intervention.